Manufacturer narrative:
The product has been received for analysis. The local area field representative was contacted for additional information regarding event cause and resolution. This report will be updated upon completion of analysis or if additional information is received in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unspecified product performance concern. No additional adverse patient effects were reported, and the crt-d was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unspecified product performance concern. No additional adverse patient effects were reported, and the crt-d was returned for analysis.